Event description:
A customer reported experiencing a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. The issue was resolved after the customer reset the pump, and they successfully started a new sensor session.